Event description:
It was reported that during a procedure, @ 42, 996 joules;6: 37 minutes, the fiber tip fell off in the middle of the case. The fiber was exchanged and the procedure was completed. No injury to the patient reported.